Event description:
A customer reported obtaining unexpected negative antibody screen with capture-r ready-screen (I and ii) when used on the galileo neo.

Manufacturer narrative:
Immucor technical support used remote electronic access method to assess testing well images on the customer instrument. The customer submitted the patient samples for immucor evaluation. Sample (B)(6) resulted unexpected negative with immucor testing. Sample (B)(6) resulted as borderline equivocal reaction with immucor testing. Immucor investigation of retention product tested as expected positive for k antigen.